Event description:
Additional information was received from the patient. The patient reported that the ins was removed and caused him to still be in a wheelchair.

Manufacturer narrative:
Continuation of d10: product ID 39565-65, serial# (B)(6), implanted: (B)(6) 2014, product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 14-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the stimulation never got to the area of his pain since implant. It was reported that a manufacturer representative tried many stimulation patterns on the patient. There were no more patient symptoms or complications reported. Additional information received from the patient. It was reported that the patient's ins therapy never worked. The patient's healthcare provider (hcp) was never able to get the stimulation to stimulate the location it was intended for, where the patient hurt. They worked with their hcp and representatives to program the ins but they were never successful so they let the ins battery go dead. No further complications reported. Additional information received from the consumer reported that his implant never worked and he hadn¿t used it since (B)(6) 2014. The patient stated that they could never get stimulation to places where the pain was, it was still 4-5 inches away and it took their legs out at the same time. The implant had been adjusted multiple times but was not successful in providing pain relief to the desired location. The patient mentioned that his physician admitted it was installed wrong. The patient noted the implant would not hold a charge and was directed to their healthcare provider as the implant was likely in a state of over discharge. The indication for use was non-malignant pain. Additional information was received from the patient. The patient clarified that the stimulation was never able to reach the reach where the pain was 5 or so. The patient mentioned a rep tried. The patient said they just stopped charging it since it wasn't helping. The patient said it didn't seem to even take a charge now and even if it did, the stim wouldn't reach the pain areas. The patient said it was implanted 5 years ago and wasn't enough and as a result they got a pain pump. No further complications were reported. Additional information was reported that the patient's ins is over discharged. The caller stated the patient's implant never provided therapeutic benefit since the lead wasn't in the right location from the original implant. The patient turned off their therapy. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. It was reported that the patient did not know how the healthcare professional (hcp) determined where to put the leads and they ended up being too high; the stimulator proved worthless. No steps were taken to resolve the lead position issue; the patient noted that it would require additional significant surgery to move them down. The patient also noted that the leads were not MRI compatible and they needed a new back or head MRI. There were no further complications reported or anticipated.